Event description:
It was reported a patient experienced and was hospitalized the same day for bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, vomiting and cloudy effluent. On an unreported date during the month this report was received, the patient was treated with intraperitoneal (ip) vancomycin 1.5 gm (frequency not reported). On an unknown date during the same month the antibiotic therapy was stopped. The cause of the peritonitis was a breach in aseptic technique. On an unknown date during the same month of receipt of this report, the patient was discharged from the hospital and admitted to a rehabilitation (rehab) facility. The patient was not retrained in aseptic technique. At the time of this report the patient remained in the rehab facility; the peritonitis event was ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.